Manufacturer narrative:
Due to defective servo module the calibration tests failed. After replacing the servo module, the device functions properly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: during start up, flow sensor & tightness tests are not passing.

Event description:
Hamilton medical ag received the following incident description: during start up, flow sensor & tightness tests are not passing.

Manufacturer narrative:
Due to defective servo module the calibration tests failed. After replacing the servo module, the device functions properly.